Manufacturer narrative:
Per tandem's t:flex user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer programmed and delivered a bolus of 43 units, and realized that it was too much insulin to deliver. Reportedly, the customer's blood glucose (bg) level was 58 mg/dl, and the customer administered glucagon to address bg level. The customer reported bg level increased to 84 mg/dl and felt better.